Event description:
It was observed that during the device inspection, the evis exera iii gastrointestinal vidoscope had exhibited a white foreign material inside the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, white foreign material in the auxiliary water channel, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Could not conclusively specify the root cause of the foreign material remained in the device. According to the image provided by service business center, we could confirm the adhesion of the white material in the auxiliary water channel. However, we could not identify the material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.